Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4h0905); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4e1140); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4h0905); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4c0924); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p4e1137); egia60avm, egia60avm egia 60 artic vasc med sulu (lot#p3m0788). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hyperthermic intraperitoneal chemotherapy (hipec) and resection, the bowel was divi ded without any difficulty. The doctor fired a number of the staples from the six reloads and at one device, the user noticed that there was not a staple edge on one portion that had been stapled. When the user retrieved the specimen. The staple line was incomplete centrally. The issue was noticed immediately. To resolve the issue, the surgeon transected more of the small bowel and the case was continued as planned.